Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable free thyroxine (ft4) results on their e-module. The customer stated that on (B)(6) 2014, the ft4 quality control results were out of range and calibration could not be done. On (B)(6) 2014, the field service representative replaced the pinch valve and sample probe. After that, calibration was performed and the quality control results were within range. On (B)(6) 2014, the customer alleged they had four patients with discrepant results. The repeat testing was performed on another channel on the analyzer. The first patient's initial ft4 result was 2.2 ng/dl. The repeat result was 1.5 ng/dl. The second patient's initial ft4 result was 2.7 ng/dl. The repeat result was 1.9 ng/dl. The third patient's initial ft4 result was 4.0 ng/dl. The repeat result was 2.6 ng/dl. The fourth patient's initial ft4 result was 2.3 ng/dl. The repeat result was 1.6 ng/dl. The customer reported the repeat results outside the laboratory. There were no adverse events. The ft4 reagent lot number and expiration date were requested but not provided. The field service representative did not find any problems in the pipetting test with the check reagent test. The measuring cell, sipper probe, and tube were changed. Instrument checks were performed and ok. A correlation test was performed between the measuring channels and the results were ok.